Event description:
Legal counsel reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel reports patient allegations of pain, bone/tissue damage, loss of range of motion and elevated metal ion levels. Subsequently, patient was revised (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-004804 / 04805).

Manufacturer narrative:
This report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant. Number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
Legal counsel reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel reports patient allegations of pain, bone/tissue damage, loss of range of motion and elevated metal ion levels. Subsequently, patient was revised (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient's medical records reveal a revision procedure was performed on (B)(6) 2014 due to pain, fatigue, elevated metal ion levels, gray fluid within the joint, metallosis, bone spurs and prominences, wear of the modular head and acetabular cup, osteolysis with soft, gray tissue, and bone deficiency. During the procedure, the acetabular cup and modular head were removed and replaced with a biomet head and taper adapter and competitor acetabular components.